Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of packaging foreign matter. Block h10: the radial jaw 4 multibite single-use biopsy forceps was returned to boston scientific for laboratory analysis. Visual inspection confirmed the presence of a hair inside the sealed pouch. Following receipt of this complaint event and returned product analysis, boston scientific initiated a non-conforming events prevention (ncep) investigation to determine if any corrective actions were warranted. Boston scientific's investigation concluded that the referenced event was an isolated event due to human error. A review of the manufacturing process found that the pouch inspection operation step to ensure that packaged devices are free of foreign material was not completed in this case. All product builders were made aware of the event, and the procedure was reviewed by all applicable product builders to heighten awareness of the requirements outlined in this manufacturing process, including the pouch inspection procedure. The ncep investigation was completed on october 20, 2023. Boston scientific's product performance monitoring confirms that the radial jaw 4 multibite single-use biopsy forceps is performing within established design, safety, and anticipated product performance expectations, and continues to meet its intended use with respect to safety and performance.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was to be used during a procedure on (B)(6), 2023. Prior to the procedure when preparing the medical supplies for the endoscopy room, a hair was observed inside the product packaging. There was no patient involvement reported for this event as this happened prior to the procedure.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was to be used during a procedure on (B)(6) 2023. Prior to the procedure when preparing the medical supplies for the endoscopy room, a hair was observed inside the product packaging. There was no patient involvement reported for this event as this happened prior to the procedure.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of packaging foreign matter.